Manufacturer narrative:
The pump was received with a blank display due to corrosion on the electronics. The pump also had a corroded motor home switch. Unable to verify the motor error alarm due to a blank display, minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the customer received a motor error alarm while trying to rewind the insulin pump. The customer's blood glucose was 364 mg/dl. The customer did not recall any significant events leading to the alarm. Troubleshooting was done. The customer was unable to complete the rewind sequence. The customer also stated that she experienced a blank display. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.